Event description:
During laparoscopic splenectomy the surgeon put very large spleen into the pouch and removed only spleen from mini-incision of abdomen. The surgeon did not notice the pouch remained in the pt body and closed the skin. There were no issues with the device. After operation skin fistula happened. The surgeon took x-ray, however, nothing found. Jan 2004 the surgeon observed the abdomen by laparoscope and found the pouch remained in the abdomen, which incurred skin fistula. Later that month pouch was removed from the pt body by reoperation. After reoperation no pt consequence heard.